Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: inconsistent results. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: this is the only complaint related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Investigation result / analysis: per wo-01947706 the customer was given prompts to purge and clean the instrument, as well as to align the insulation block, but the instrument continues to fail. Second wo-01947707: verified that the system required alignment to the reference point on a regular basis. The ccu card was replaced, and the insulation block adjusted. Status and connection were verified. New landmarks are aligned. Equipment working properly. Service max review: review of related work order# (B)(4). Install date: 05feb2013. Defective part number: 334281. Work order notes: subject / reported: inconsistent results problem description: home location not detected cause: control board error work performed: replace ccu card solution: replace ccu card returned sample evaluation: did not request return of defective part manufacturing device history record (DHR) review: review of the DHR for serial number: x0241 and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.16 hazard: ineffective sample prep severity: 3 probability: 1 risk index: 3 implementation: bd facs sample prep assistant iii IFU 23-13406-03 ver a - rev 01 risk control:_alarp mitigation(s) sufficient yes. No. Root cause: based on the investigation result and the fse¿s comments the root cause was defective control board. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for inconsistent results h3 other text : see h10.

Event description:
It was reported while testing with bd facs¿ sample prep assistant iii erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: it gives inconsistent results, on a recurring basis.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd facs¿ sample prep assistant iii erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: it gives inconsistent results, on a recurring basis.